Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, there was no issue with the geometry movements of the system. However, the interventional workspot (iws) was slow and the image reconstructed in the vesselnavigator interventional tool was intermittently not available during a procedure. The procedure was completed with a delay by restarting the system and the iws and by starting the image reconstruction again. A philips field service engineer (fse) inspected the system on site and identified that the iws pc and the iws software needed to be upgraded. After replacing the iws pc, installing a new iws software (rel. 1.5.1) and performing the required calibrations, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Interventional tools extend the functionality of compatible x-ray equipment with 3d imaging during an interventional procedure. All the interventional tools (suite of software products) run on the platform called interventional workspot (iws) and is intended to be used with a philips interventional x-ray system. Interventional workspot (iws) provides common functionalities such as importing / exporting and data handling functions that are required by the interventional tools to support the physician with performing the interventional procedure. Data refers to the ¿imaging data¿ available or being procured from x-ray equipment. Users may be unable to utilize complete imagining data on the interventional workspot when the system is not functional or available. However, this should not affect the procedure because the imaging data is still available on the main system (x-ray equipment), which can be retrieved at a later stage. Per the IFU ¿images created by the viewing application (interventional tools) are artificially reconstructed images. Diagnosis or treatment cannot be solely based on these images. All findings, decisions, and diagnoses must be confirmed using conventional (2d) x-ray imaging.¿ hence, users should not merely rely on interventional tools to complete the procedures but confirm with 2d imaging. If the interventional tool becomes unavailable for use, the user is alerted by an error message. The user can reboot/restart the tool application or continue to use the 2d system without extending the functionality with 3d imaging. The clinician, using their clinical judgement may decide to postpone the procedure or stop the procedure. This decision is based on the clinician¿s knowledge of the patient¿s status and understanding that the system is still available using 2d imaging. Therefore, the unavailability of an interventional tool is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Device problem code code was corrected.

Event description:
It was reported to philips that the device was having issues with movement. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.